Manufacturer narrative:
(B)(4). Foreign: japan. Source: takuya nakamura, toru yamakawa , junji hori , hisataka goto , akihiko nakagawa , tetsuro takatsu , naoki osamura , atsushi saito , keisuke hagio and kanto mouri.(2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery. 29 (3) 1-8. Https://doi.org/10.1177/23094990211063963. Concomitant medical devices: unknown ringloc bipolar cup; unknown taperloc stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00772. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient experienced renal failure and expired in an unknown time frame postoperatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.